Manufacturer narrative:
The reason for reoperation is due to "a leaking implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Surgeon's office reported a ruptured device for an unknown side. Explant surgery has been scheduled.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, one opening extended and crease flat. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Surgeon's office reported a ruptured device for an unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.